Event description:
Customer identified problem with image flickering during a procedure also indicated power issues with or#3 which is the room the system malfunction occurred when it was being used. Patient was not injured.

Manufacturer narrative:
Suspect problem associated with hospital construction in and around radiology and or. X-ray technician also indicated power issues with or#3 which is the room the system malfunction occurred when it was being used.